Event description:
It was reported that there was a significant increase in lead impedance, and a high impedance reading was exhibited with the left ventricular (lv) lead. The lead remains in use. No patient complications have been reported as a result of this event.